Event description:
It has been reported that the gatch motor is operating on its own due to a switch in the pt membrane on the head left siderail not working correctly.

Manufacturer narrative:
Phantom motion.